Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 160 mg/dl. Reportedly, customer was using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the cartridge. The customer changed pump supplies to address the issue. In addition, it was reported that the customer needed to press the wake button with more force before the pump screen turned on. Reportedly, the customer continued to use the pump for insulin therapy.